Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 30mg/dl. Additional information was not provided. Customer declined further troubleshooting with tandem technical support.